Manufacturer narrative:
1/6/1998-supplemental report #1 submitted to FDA. The reported condition is confirmed; however, the exact cause cannot be reliably determined as the whole instrument was not returned for evaluation.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke. The surgeon used another instrument to complete the procedure. The hosp has reported n pt injury occurred.